Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding the patient's implanted infusion pump containing unknown medication(s) (dose(s) and concentration(s) unknown). The indication for use was non-malignant pain. It was reported that the patient had a history of 28 major surgeries, and utilized the pump to diminish the pain. The patient was continuing to work every day. During a recent refill, an accidental error caused the patient's pump refill to go into his abdomen instead of the pump port. The pump was turned to zero and the patient's healthcare provider wanted to implant a stimulator instead. The patient wanted to use the stimulator in conjunction with the pump, but that was not an option with the patient's current hcp. The patient was seeking another hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient's pump was crooked, so fluoroscopy was needed during refills. It was noted that fluoroscopy was not used during the previously reported refill, and as a result the patient passed out shortly after the refill and was sent to the intensive care unit (ICU). The refill reportedly occurred about a year ago, but it was unknown when the crooked pump first occurred. The patient's hcp reportedly wanted to remove the pump, but the patient wanted to continue with pump therapy. It was noted that because of the patient's current pain level, the patient needed to use oral medications which he didn't want to do. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.